Event description:
Pt developed hemoptysis post implant. Pt was treated post implant. Hemoptysis is a known and labeled event that can occur post implant procedure.

Event description:
Additional information received identified it was determined that neither the product nor the procedure caused or contributed to the event.

Manufacturer narrative:
After further review, it was determined that the information is associated with MFR. Report # 3004936110-2015-00008. Also, the event information that has been verified to be associated with this MFR. Report has been added accordingly.

Event description:
Further investigation identified the event occurred as follows: the patient experienced coughing followed by hemoptysis post-implant.

Manufacturer narrative:
(B)(4).